Event description:
Adverse event(s): "the eyes went soft" (intraocular pressure, delayed, uncontrolled). Product problem(s): "the infusion is slowing" (insufficient flow or underinfusion). The surgeon reported that during surgery the eyes went soft. The surgeon stated it felt as if the infusion is slowing during the case. Additional information received from the company sales representative stated the surgeon uses iop compensation with the pressure set at 30-35mmhg. On (B) (6) 2010 the surgeon experienced a soft eye twice during the same case. The surgeon would immediately tamponade the eye. The surgeon reported two other cases of soft eyes. No pt injury was reported. This report is for one pt; for additional pts see mfg. Report #'s: 2028159-2010-00359, 2028159-2010-00360.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did indicate 2 additional, related reports for this system. (B) (4). (B) (4). (B) (4).